Event description:
A report was received that during the patient's permanent implant procedure the leads were experiencing high and low impedences. The physician tried to reposition the leads but this caused discomfort and pain in the patient's right leg and gluteus area. The physician explanted the patients leads and lead extensions and will re-implant them at a later date.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#: (B)(4) description: enh st lead kit, 50 cm model#:sc-3138-35 serial#: (B)(4) description: scs phiii ext 35cm the lead extensions were discarded by the medical facility and will not be returned for further evaluation.

Event description:
A report was received that during the patient's permanent implant procedure the leads were experiencing high and low impedences. The physician tried to reposition the leads but this caused discomfort and pain in the patient's right leg and gluteus area. The physician explanted the patients leads and lead extensions and will re-implant them at a later date.

Manufacturer narrative:
The explanted leads passed visual inspection. The leads were tested with a known good ipg and no anomalies were noted during impedance readings. Lead serial number (B)(4), had fractured spacers between electrodes #4 and #5 of the proximal end and eletrode #7 and the retention sleeve. In spite of the fracture the impedance readings were normal. A review of the manufacturing documentation of the extensions revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Manufacturer narrative:
Correction to the following: additional suspect medical device component involved in the event: model#:sc-2218-50 (B)(4) description: enh st lead kit, 50 cm

Event description:
A report was received that during the patient's permanent implant procedure the leads were experiencing high and low impedences. The physician tried to reposition the leads but this caused discomfort and pain in the patient's right leg and gluteus area. The physician explanted the patients leads and lead extensions and will re-implant them at a later date.